Manufacturer narrative:
The iol was received and is currently undergoing evaluation by the manufacturer. The information received from the physician reasonably suggests, this event is not manufacturing related. The lens met manufacturing specifications prior to release.

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication due to the patient's myopic surprise. Physician stated no patient injury or adverse effects occurred.

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication, due to the improper iol power initially implanted.

Manufacturer narrative:
The lens diopter was measured and is correct as labeled. While we were unable to determine the cause of this adverse event, our investigation reasonably suggests it is not manufacturing related.